Manufacturer narrative:
(B)(4).

Event description:
It was reported that "wire/needle/cannula damage or missing" occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.